Event description:
The patient was seen in the emergency room with respiratory distress and was intubated. Patient was on the cardiac monitor. The nurse went into the patient's ed room and found the patient to be in asystole. The strips were reviewed and found that the patient had been asystolic for 14 minutes. There was no audible alarm on the monitor. The volume at the central monitor system was also turned in the low position. This was not a single use device that was reprocessed and reused.